Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 13.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that lead was capped and replaced due to high threshold and high pacing lead impedance. The lead was capped and replaced.